Event description:
On (B)(6) 2010, the pt reported the adhesive on his insulin infusion set is not properly sticking. He said, the infusion set will only last 1 day. He stated, he changed the infusion headset and his site location. He stated, he does not use lotions, antiseptic wipes, or alcohol. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.